Manufacturer narrative:
Nahealth effect clinica code 2100 was removed. Type of investigation codes 3331 and 4109 were removed. Investigation findings code 213 was removed. Investigation conclusions code 22 was removed. Subsequent to the initial filed report, the physician confirmed that the stent thrombosis was related to a change in heparin management at the clinic and deemed the thrombosis and related intervention unrelated to the implanted stents. Therefore, no investigation is required.

Event description:
It was reported that the procedure was to treat a right coronary artery. A xience proa stent was implanted and in-stent thrombosis was noted 20 minutes after the initial procedure. Thrombosis was confirmed via angiography. Heparin and aggrastat were provided to treat the thrombus. Additionally, the stent was also dilated with an unspecified balloon. There was no adverse patient sequela and no clinically significant delay. Subsequent to the initial filed reports, the physician confirmed that the stent thrombosis was related to a change in heparin management at the clinic and deemed the thrombosis and related intervention unrelated to the implanted stents. No additional information was provided.

Manufacturer narrative:
Estimated date of event. Estimated date of implant. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of thrombosis is listed in the xience pro a everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a right coronary artery. A xience proa stent was implanted and in-stent thrombosis was noted 20 minutes after the initial procedure. Thrombosis was confirmed via angiography. Heparin and aggrastat were provided to treat the thrombus. Additionally, the stent was also dilated with an unspecified balloon. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.